Manufacturer narrative:
Event date: exact date unknown, event occurred over the weekend from date manufacturer was made aware.

Event description:
It was reported that the patient was having pain at the battery site area and increased back pain. It was also reported that the patient will be send for lab work to rule out infection. The patients infection was not device and procedure related. The lab work came back and no infection was noted. The patient was placed on antibiotics.